Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04dec2018. The customer replaced a defective switch and printed circuit board assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The unit was returned to service.

Event description:
The customer reported that the unit would not enter service mode. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.